Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based on the report of the service department of olympus europe se & co. Kg (oekg), omsc surmised that the reported phenomenon was not attributed to the subject device, but was attributed to the camera head which was combination use with the subject device because the following reasons; the combination use camera head was broken when the reported phenomenon occurred the malfunction was the communication error between the camera head and the devices which connect to the camera head. The error might have caused due to the camera control unit or endoscope. The result of inspection by oekg was no abnormality and no problem for the subject device. Therefore there was low possibility that the reported phenomenon was attributed to the subject device. Also it was surmised that it might be occurred due to the failure of the camera head or endoscope cable electrical contacts which was combination used in the subject device. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
Since the subject device has not been returned to olympus medical systems corp. (Omsc) for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the error e224 which indicated that there was the communication problem between the subject device and the camera head was displayed at the unspecified timing. The field service engineer checked the subject device and found that the reported phenomenon could not be duplicated at the facility. The field service engineer stated that the camera head which was used with the subject device might have failure. There was no patient injury associated with this report. It was not provided other detailed information.